Event description:
It was reported that suture placement at two access sites in the right common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a electrophysiology ablation (ep) interventional procedure. Reportedly in one of the access sites, the first proglide device was partially advanced while the second proglide device in the other access site was fully advanced. When the physician deployed the plunger of the second proglide device, the needles grazed the distal guide of the first proglide, resulting in the sheath becoming scratched. Despite the needles of the second proglide device making contact with the first proglide, the sutures of the first and second device were successfully pre-placed. The sheath was upsized to an 11f at both access sites and the ep procedure was completed. Hemostasis was achieved at each access site with the pre-placed proglide sutures. Due to the jaggedness of the sheath of the first proglide, the device was difficult to remove. After applying force, the device ultimately came out. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, after the physician applied force, the device came out. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.